Event description:
Customer called maquet service because a cupola would not illuminate. The operating room was available for use, however, there was no patient involvement reported when light initially went out. During the service intervention; the maquet field service technician (fst) realized the light was not illuminating because the spring arm had slid out of position by approximately 3/8 inch, opening the low voltage circuit. (B)(4).